Event description:
A hospital in (B)(6) reported that an rt205 adult breathing circuit failed the leak test on a ventilator and that an air leak was found in the water trap.

Manufacturer narrative:
(B)(4) the rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to check for leak. A lot check revealed no other complaints for the lot number provided. Results: the pressure test revealed that the breathing circuit was outside of the specification. The water bath test showed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: the rt205 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions for rt206 adult breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm. Our monitoring and trending of events involving water trap leaks in adult breathing circuits has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of march 2012.